Event description:
On (B)(6) 2026, the user's authorized representative reported that the user experienced a stroke and was hospitalized for approximately one week. At the time of follow-up, the authorized representative reported that the user was feeling physically better but continued to experience frustration related to ongoing speech limitations and had an upcoming appointment with a speech therapist.

Manufacturer narrative:
Review of the data management system confirmed that the user was actively using the system with up-to-date information at the time of review. The authorized representative was advised to follow the recommendations of the user's healthcare provider and to confirm with the provider whether continued use of the system was appropriate following the stroke. Based on the information available, the reported hospitalization was not related to system performance or device use. The user was advised to continue follow up with their healthcare provider for further medical guidance.